Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Customer did not provide a bg value, however stated that low bg levels are due to "mistyping her bolus" and delivering more insulin than needed. Customer ate glucose tablets to bring bg levels to target range.